Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing anomaly. The electrical anomaly did not result in inappropriate therapy. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.